Event description:
During the procedure, a cook hercules 3 stage wireguided balloon was used. After dilation was completed, the physician deflated the balloon. Instead of waiting for the balloon to deflate on its own, the physician pulled with excessive force. The physician could not get the balloon out of the endoscope so the endoscope was removed and the balloon was cut for removal. It is unsure how the balloon was cut, the tech stated when they turned back around and looked at the balloon, it had been cut. The device was then removed from the endoscope. After the procedure had been completed, the endoscope was sent to be cleaned to prepare for another procedure on a different pt. At this time, the user was unaware the blue catheter from the cook hercules 3 stage wireguided balloon used in the previous procedure had broken and a section had detached inside the endoscope channel. During use on the next pt, when the balloon was pushed through the endoscope, the detached section of the catheter came out inside the pt. The physician was able to retrieve the blue piece of catheter from the pt with no harm to the pt. The detached section of the catheter was discarded. The detached section of the blue catheter was removed from the pt. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. According to the report, instead of waiting for the balloon to deflate on its own, the physician pulled with excessive force. This indicates the user did not pull negative pressure prior to removing the balloon. The instructions for use state, "to remove balloon, apply negative pressure and remove all fluid from the balloon while observing the balloon endoscopically." The instructions for use direct the user to deflate the balloon, apply negative pressure and remove all fluid from balloon while observing balloon endoscopically. Then remove the deflated balloon from the accessory channel. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic passage. Negative pressure will also aid in catheter preservation and optimize balloon performance. A compromised balloon my prohibit removal from the endoscope accessory channel. Removal of endoscope along with compromised balloon may be required. A possible contributing factor to catheter cracking is inadequate lubrication of the balloon with water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and device preservation. A catheter crack can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "the entire balloon should be extended beyond the tip of the endoscope and be completely visualized and positioned before inflation." Prior to distribution, all hercules 2 stage wireguided esophageal-pyloric-colonic balloons are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.